Event description:
User reports the waste container overflowed, which leaked fluid onto the floor. No patient samples were affected, and no one was harmed. The field service representative determined the cause to be a faulty sensor on waste container and replaced sensor. Performance tests were performed.